Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the micropore-surgical tape 1x10yds. Patient stated that the tape it¿s too harsh and irritates her skin to the point it peals the skin off. Patient stated that it leaves a nasty residue also on her skin and she has even tried taking the tape off with alcohol and nail polish remover but she is unable to use it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).